Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, ia-2000-s, linvatec suction ablator, was used during a rotator cuff procedure on (B)(6) 2026 when it was reported, ¿the button activates without being pressed (upon contact with water.)¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned using an alternate device with no delay reported. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of their customer that the device, ia-2000-s, linvatec suction ablator, was used during a rotator cuff procedure on (B)(6) 2026 when it was reported, ¿the button activates without being pressed (upon contact with water.)¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned using an alternate device with no delay reported. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding (B)(4), for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns. Maintain the active electrode tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated electrode outside the field of view. We will continue to monitor per regulatory requirements to help ensure patient safety.